Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 166 mg/dl at the time of the incident. The customer reported the insulin pump won¿t come on. The customer was caught in a rain storm. The customer states there is a crack in the screen. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Pump had corroded motor home switch. Pump also had severely scratched display window, cracked reservoir tube lip, cracked in screen. The display window was also pushed inward.